Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Junction box or the hand pendant shorted out and has melted a spot in the junction box.